Event description:
Customer reports: "the ventilator stopped working. All parameters went to zero and patient was not being ventilated. *then ventilator turned itself off!* and would not switch on."

Manufacturer narrative:
Since the complaint in question was submitted to hamilton medical ag almost 2 years ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the customer's claim ("then ventilator turned itself off!* and would not switch on\ ") is not justified. As the power button was not mechanically defective, the ventilator could not be switched off without user intervention. There is also no indication that the device could not be powered on anymore. The root cause was determined to be a user interaction following an alarm that could not be cleared and therefore the ventilator was switched off and on again to stop the alarm. In consequence (correction) a virtual hamilton-g5 training was done in the hospital. There was no patient or user harm.